Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the previous der was done on (B)(6) 2018. Today the surgeon revised this patient 's right hip. The patient extremely flexed and rotated his hip causing the skirt on the head to impinge on the poly lip on the 40 mm bipolar. The poly fractured and the bipolar head dislocated. The surgeon replaced the bipolar with a new one. He was able to duplicate what the patient did to cause this fracture but felt comfortable, giving this patient another chance instead of implanting a constrained liner at this time. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip. There was a surgical delay of 1.5 hrs. Revision of hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.